Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing, the force bipolar instrument had a dislocated tip. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a grip tang bent preventing grips from opening as reported by the customer. Components adjacent to this bent grip tang do not show damage. The grips do not show cracking damage. The complaint regarding a dislocated tip was confirmed by failure analysis. The probable root cause is attributed to conditions during use.

Event description:
Refer to h11 for follow-up information.